Manufacturer narrative:
Evaluation result: fowler, brake adjuster.

Event description:
It was reported by service report that the fowler gas cylinders do not hold the fowler up and the brakes require adjustment. It is unknown if there was patient involvement or if there are adverse consequences to report.